Event description:
Additional information received relating to event on (B)(6) 2015 it was considered resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of a monarc the patient experienced difficulty emptying bladder. A temporary foley catheter was placed on (B)(6) 2015 and the event was considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event. Related to MFR#: 3011770902-2015-00010.